Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.0.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g6.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device was received not deployed with the adhesive pad fully attached to the bottom housing. The soft cannula could not have become dislodged from the infusion site as reported as the device was received with the soft cannula not deployed. Inspection of the adhesive pad and adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The download data from the pod showed that an 0x5c alarm had been generated by the pod during priming, indicating that the open count was too low at the end of prime. Timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. This resulted in the pod generating an 0x5c alarm. Rerun of the pod did not replicate the alarm or drive stall. Inspection of the pod found no damages or deficiencies that would result in a drive stall or hazard alarm. The exact cause of the drive stall and subsequence 0x5c alarm could not be determined.